Event description:
It was reported by the rep that the (1) tsw 35 was used during a laparoscopic appendectomy procedure. It was reported that the instrument jammed and the handle broke when firing over the mesoappendix. The procedure was completed with another tsw35 and then reloaded with a ts35b for the appendix.